Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. It can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Reported complaint cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye due to poor post op refraction. Reportedly, there was no incision enlargement. No further information was provided.